Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based upon the reported information.

Event description:
An incident occurred involving a mayfield 2000 base unit during a procedure and was described as follows: before surgery, the operating room staff inspected the mayfield skull clamp and did not find any problems. The pt was anesthetized and the operation began. Then the hospital staff heard a noise that came from the mayfield skull clamp. It was found that the lever became loose and the pts' head could not be fixed into the skull clamp. The surgery was delayed a few minutes to change out the clamp to another mayfield. The pt did not incur an injury as a result of this incident.